Event description:
During an ablation to treat atrial fibrillation (a fib) a farawave catheter was selected for use. Patient was intubated. After the catheter was inserted, st segment elevation was observed. The team removed the device and re aspirated the sheath, and the st elevation resolved after approximately 2 to 3 minutes. The ablation then proceeded without further complications. All devices had been flushed and prepared appropriately prior to the case. The device is not expected to be return due to disposal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device did not return; therefore, product analysis could not be performed. Based on the investigation the ar code "st segment elevation" was unable to be confirmed. Risk review: a risk review performed for the farawave device confirmed that the event of st segment elevation is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Device history record review: after performing a device history record review for the found lots, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to "embolism". There is no evidence that any updates to the document are required at this time. The known inherent risk of device cause code was selected based on the information provided within the event description. St segment elevation is considered within the risk threshold for embolism. Embolism is an expected procedural complication addressed within the IFU for the farawave catheter.

Event description:
During an ablation to treat atrial fibrillation (a fib) a farawave catheter was selected for use. Patient was intubated. After the catheter was inserted, st segment elevation was observed. The team removed the device and re aspirated the sheath, and the st elevation resolved after approximately 2 to 3 minutes. The ablation then proceeded without further complications. All devices had been flushed and prepared appropriately prior to the case. The device is not expected to be return due to disposal.